Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 400 mg/dl and an insulin injection was administered to address bg. Customer went to the emergency room and was admitted to the hospital. Intravenous drip was administered to resolve elevated bg. Customer was released from the hospital on (B)(6) 2019 with no permanent injury. Customer did not know cause of elevated bg; however, suspected the pump/supplies may have contributed. Tandem technical support performed a pump system check and pump was found to be functioning as intended.